Manufacturer narrative:
Investigation results: to date there is no device available for investigation. Therefore, no investigation possible. The device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. On the basis of the current information and without the product for investigation, a clear conclusion can not be dranwn. There is no indication for a material defect or manufacturing failure on the basis of the device history records. Based on our experience of previous incidents, it might be possible that the rotation axis has fractured above the taper. A CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with challenger. According to the complaint description it was reported that customer found a damaged and broken end of the cartridge during surgery. The broken pieces could not found. Based on this fact there is the possibility of fragment remained in situ. No patient harm was reported. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).